Event description:
It was reported that there was a loss of therapeutic effect. X-ray confirmed that the lead had migrated. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Extension model 7489, serial # (B)(4), implanted: 2005-(B)(6), explanted: unk, lead model 3998, lot # j0349031v, implanted: 2005-(B)(6), explanted: unk, extension model 7489, serial # (B)(4), implanted: 2005-(B)(6), explanted: unk, pocket adapter model 74002, lot # n305354, implanted: 2011-(B)(6), explanted: unk, patient programmer model 37743, serial # (B)(4), implanted: na. Explanted: na.

Event description:
Additional information reported indicated that impedance measurements came back normal and that the patient had no complaints since the device was implanted. It was noted that there was no injury to the patient. If additional information becomes available, a follow-up report will be sent.